Event description:
It was reported that the patient presented to the emergency room as the lead integrity alert had triggered. It was noted that the patient had oversensing with intermittent t-wave oversensing post pace. The lead detections were adjusted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.